Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized due to a fall caused by low blood glucose and heart issues. The cause of death was unknown. The caller stated that the customer had heart issues that may have led to the customer's passing. The customer¿s blood glucose was 20 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The pump was taken off upon admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.